Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, confirmed cartridge seal was intact, cleaned pump connection area as instructed, and then followed on-screen steps to reload cartridge, and customer successfully completed load process and resumed insulin delivery.